Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer accidentally over bolused and received a low blood glucose level (60 mg/dl).